Event description:
The pt was implanted with a vented electric left venticular assist device (lvad). It was reported by the chief perfusionist that the pump was operating in basal rate, due to the ingress of blood and wound secretions. The pt was showing signs of initial cardiogenic shock and was admitted to the ICU. The pt was switched to a back up controller with no change. At this point, the pt was placed on pneumatic support using a stroke volume limeter (svl) and ip console.

Manufacturer narrative:
Although the pump has not been returned for evaluation, it apears that the reported event occurred as a result of fluid ingress, which caused the stent line to short to ground/pump body, resulting in basal rate operation. A review of device history records showed no deviations from manufacturing or qa specifications. The pt is currently on pneumatic backup in an attempt to dry out the pump so that electric actuation can be resumed. There are mulitple warnings in the device labeling warning against fluid ingress such as: "never allow fluids to enter the percutaneous tube through the vent port or vent filter, or the pump may stop." No further info is available. The MFR is closing its file on this event.